Event description:
New information indicated that the patient was doing well post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced during a scheduled pulse generator replacement. No patient sypmtoms were reported.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. Final analysis found that the outer insulation was abraded at 44.0 cm to 44.3 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another device. The damage found likely resulted in the reported complaint from the field.